Event description:
Customer reported when an attempt is made to close the lock that the lock will not securely close or pressure is needed to close the lock. No visible damage reported. Customer did not provided a date when issue was discovered. No pt incident of injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been returned. Note: this report is based solet on the customer's reported issue. (B)(4).